Event description:
A customer reported a suspect positive cyclesure 24 biological indicator (bi) after 24 hours of incubation from a completed cycle in their sterrad 100s sterilizer. There were no defects detected in the ci (chemical indicator) or the sterrad 100s sterilizer. A camera head in the load was not recalled and was used on a patient. The results of the previous and subsequent bi's were negative. There are no reports of injury or harm from the event. The (B)(4) representative will re-instruct the customer regarding the proper use of the cyclesure 24 bi. At this time, no additional information is available regarding this event. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record, trending by product line and lot number, failure mode and effects analysis and health hazard evaluation. The DHR (device history record) was reviewed and demonstrated no anomalies that would contribute to this issue. Trending analysis for the product code of 'suspected positive bi' was reviewed for a timeframe of 06/2011 to 05/2012. There was no significant trend observed. Trending analysis by lot number was performed. The lot history from 03/10/12 to 06/04/12 found no similar incidents were reported. The fmea (failure mode and effects analysis) reveals that the risk for this issue is at an acceptable level. The hhe (health hazard evaluation) was reviewed. The medical review for this particular event indicates that the risk to the patient is low. The suspect bi was returned. A visual inspection was made of the bi. There were no anomalies observed that would contribute to positive bi. The media color is yellow, confirming the positive bi result. However, the ci disc is golden in color, indicative of peroxide exposure. There are a single tyvek® liner and single spore disc present. There are no punctures on the outer vial or tyvek® liner that would be consistent with false positive from external contamination. Thirty-two (32) retains bis were submitted for functional evaluation. The product met functional specification with 0+/32 bis after processing and incubation. Insufficient information is available to determine the cause of the alleged suspected positive bi. Device compatibility cannot be eliminated as a contributing factor since information was unavailable regarding the specific makes/models of devices within the load.

Event description:
This event is being reported because the facility did not successfully recall all the items in the load and an instrument was used on a patient.

Manufacturer narrative:
Sex: corrected from female to unknown.

Manufacturer narrative:
(B)(4): suspect positive bi.